Event description:
Customer's father reported a no delivery alarm during basal, and another no delivery alarm when filling the tubing. The blood glucose reading was 287 mg/dl. Customer was treated with manual injection. Customer's father was advised to disconnect and reconnect the tubing and reservoir and manually push insulin very slowly with the plunger. He stated that insulin did exit but continued to exit after he stopped pushing the plunger. He then changed the reservoir. He was advised to run a 5 unit fixed prime and stated that the insulin pump did not alarm no delivery. He stated that he believed it was an issue with the reservoir. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.